Event description:
It was reported by a customer on (B)(6) 2011 the fiber aiming beam fired straight from the tip of the fiber at 2,913 joules. Per the customer, the fiber tip appeared a little odd; however, the physician decided to proceed with the procedure. No further details were provided. No pt injury was reported.